Event description:
The svc report shows that the device failed the leak test during performance of an incoming eval. The svc technician inspected the device and adjusted the piston guides. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.